Manufacturer narrative:
Pt age: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The index procedure treated the 99% stenosed target lesion located in the severely calcified and tortuous mid to distal right coronary artery (rca). After pre-dilation, the physician attempted to advance the 3.0x28mm taxus liberte, but was unable to reach the target lesion. No withdrawal resistance was met, but upon removal, stent damage was noted on the distal part of the stent. The procedure was successfully completed with another unspecified bare metal stent. No patient complications occurred and the patient's condition was listed as "good".